Event description:
The patient was admitted as an emergent case for a coronary angiogram due to an acute myocardial infraction. The target lesion was the proximal, mid and distal right coronary artery. Target lesion proximal and mid right coronary artery was de novo and concentric lesion. Aha.acc classification of the vessel diameter was 2.5. Target lesion distal right coronary artery was a de novo and total occulsion lesion. Aha/acc classification of the vessel was type c at the proximal, mid and distal right coronary artery. The lesion length at the proximal and mid coronary artery was nore than 40mm and vessel diameter was 2.5mm. For the proximal and mid right coronary artery, pre-dilation was conducted with a balloon (2.0/20mm) for 6atm for 15 seconds. Then, a cypher stent (3.0/23mm) was implanted at 10atm for 25 seconds. Another cypher stent (3.0/28mm) was implanted at 12atm for 15 secomds proximal to the 1st cypher stent. They were overlapping each other. Post-dilation was conducted with a balloon (2.0/20mm) at 14atm for 20 seconds. For the distal right coronary artery, pre-dilation was conducted with a balloon (2.0/20mm) at 14atm for 15 seconds. It was not overlapping the cypher's implanted at the proximal and mid righ coronary arter. Ivus was not conducted. While implanting the cypher stent at the proximal and mid right coronary artery, thrombus appeared from there. To treat the thrombus, aspiration and poba was conducted. Timi flow before the procedure was 0 and 3 after the procedure for the proximal, mid and distal right coronary artery. The residual % of stenosis after the procedure was unk. Act was not measured. The pateint is in stable condition and is conducting cardiac rehabilitation. Physician's comments: the probable cause of the thrombotic event was due to the patient's condition. Please not that this device (cjs23300/loti1105056) is distributed outside the united states; however, it is similar to the united states product cxs23300. The product is not available for analysis. This is one of two reports submitted for the same medwatch. Please reference manufacturer #'s 9616099-2006-00574 and 9616099-2006-00575.